Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger; product ID: 97745, serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned about two weeks ago, they were charging with the recharger antenna (rtm) and noticed the rtm was "burning their back." Pt said they took the rtm off when they felt the burning sensation, but then about a week ago, pt said the rtm was burning their back again when they were charging the implanted neurostimulator(ins). Pt said they were "unsure" if physical marks were left on their skin because they could not see their back. Pt said they noticed some of the rtm wires were exposed and the exposed wires were causing the burning sensation. An email was sent to the repair department to replace the rtm. Additional information was received from the patient (pt) on 2023-feb-21. It was reported that pt called back and stated the previously documented information. Pt stated the replacement recharger did not resolve their issue. Pt spoke with their healthcare provider (hcp) and their manufacturer representative (rep) and their rep wanted the pt to call patient services for another replacement device before removing or replacing the implant. Pt stated when charging their implant they would only get up to 40% and they would remove the recharger. Pt would start charging their implant again and it would note that the implant was at 100% and then after a couple of hours the implant would be at depleted (pss understood this as the implant battery percentage was not accurate). Pss reviewed with the pt that replacing external equipment would most likely not resolve the issue. Pss redirected pt to their hcp/representatives for reprogramming/readjustment, before considering replacement of implant. Pt called back the same day and stated that they called earlier because their rep wanted them to call and get a whole new device sent to them to see if that worked or to see if there was something internally. When the pt called their representative they said it would be easy to get new equipment then to replace the ins. Pt mentioned already documented event that they had trouble with the device for a while for it would take all day to charge and several hours into recharging the ins would be at 40%. Pt would take the rtm off then back on and it would show 100% battery, then a couple hours it would show its dead on their ins battery. Pt had reset the controller but that did not resolve the issue. No symptoms were reported. A replacement controller was sent out.